Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. The customer reported that there was blood at the site. Customer reports bleeding stopped. Customer reports that they did not receive medical treatment as a result of the site issue. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.